Event description:
Ref # imp (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service technician investigation the device and replaced the 20 amp breaker switch. Performance was successfully verified to factory specifications. The unit was returned to service. A supplemental medwatch will be submitted if additional info becomes available. (B)(4).